Manufacturer narrative:
Contrary to section d10; the device has not been received for evaluation. (B)(4).

Event description:
Pieces have loosened from the screw. The surgeon drilled 9mm in tibial and put in a 9mm screw. He had to take out the screw.